Manufacturer narrative:
D2b: pro code - lit. G4: PMA/510(k) # field on 3500a form - k110122, k141521. Upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification.the returned device was connected to an encore inflation unit. Upon applying positive pressure, di water was observed leaking from a pinhole in the balloon, located approximately 80mm proximal to the distal tip. Visual inspection of the marker bands revealed no issues. Additionally, visual and tactile examinations confirmed no kinks or damage to the shaft, and no damage was identified on the tip.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the renal artery. A 3.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured during gradual pressurization of the pressure pump. The device was removed without any issues, and the procedure was successfully completed using the same device. No patient complications were reported, and the patient was in good condition following the procedure.

Manufacturer narrative:
D2b: pro code - lit. G4: PMA/510(k) # field on 3500a form - k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the renal artery. A 3.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured during gradual pressurization of the pressure pump. The device was removed without any issues, and the procedure was successfully completed using the same device. No patient complications were reported, and the patient was in good condition following the procedure.